Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "encapsulation". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1; g.3. Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported right side rupture and "encapsulation". The device was explanted.